Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of a patient who made a mistake/touch contamination/did not wear mask/did not clean the exchange area before starting pd/reused disposables and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date in 2011, the patient made a mistake/touch contamination/did not wear mask/did not exchange area before starting pd and reused disposables, however, the consumer was unsure as to which caused the peritonitis. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. The patient was not hospitalized and was recovering from the peritonitis. The outcome for the patient made a mistake/touch contamination/did not wear mask/did not clean the exchange area before starting pd/reused disposables was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd884445 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.